Manufacturer narrative:
(B)(4). No conclusion code available. Insulation damage was noted at 27.0-27.7cm from the connector pin, consistent with clavicle crush.

Event description:
This report is to advice of an event observed during analysis.